Event description:
The customer received a questionable alkaline phosphatase (alp) result for two patient samples. Of the data provided, only the erroneous result for one patient sample was discrepant and reported outside the laboratory. The initial result was 206 ui/l and was reported. The sample was repeated and the result was 120 ui/l. The sample was repeated on another cobas c501 analyzer and the results were 92 and 90 ui/l. The result of 92 ui/l was reported to the physician. The patient was not adversely affected. The alp reagent lot number was 698563. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration, qc and patient data did not indicate any issues.